Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that when the patient presented for a follow up, echocardiography revealed perforation. The lead was explanted and replaced. There were no adverse consequences to the patient after the event.